Manufacturer narrative:
External and internal visual inspections of unit revealed exposed wires on the power supply. There were no damages found to the power cord or right-angle extension cable. No software malfunctions, errors, warnings, or anomalies were observed during unit boot or during handheld touch screen commands. Unit passed all signal acquisition frequencies in diagnostic-test including accuracy/noise and distance/home (reference test results provided). The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined that no manufacturing non-conformances were identified that are related to the reported event.

Event description:
This report is to advise of an event observed during analysis confirming frayed and exposed wires of the power supply. The patient electronic unit was replaced and there were no adverse consequences reported by the patient.